Event description:
It was reported that the user experienced hyperglycemia while the ilet pump was shut off and disconnected during attempts to charge and restart the device, resulting in no insulin delivery for several hours; the user subsequently restarted the pump via the mobile app, confirmed charging, reconnected, and insulin delivery resumed. The highest reported cgm glucose was 258 mg/dl. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure and a lack of adherence to charging and reconnection instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.